Event description:
Device 1 of 3. Ref MFR report #1627487-2013-20621 and -20622. It was reported surgical intervention was undertaken to remove the scs system. The reason for the explant was unk.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r and 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.